Event description:
This spontaneous report was received from a pt and concerned herself an (B)(6) female from the united states: (B)(4). The patient¿s height, weight and medical history were not reported. In 2010, the patient was switched from the ortho coil spring diaphragm (see (B)(4)) to ortho all-flex arcing spring diaphragm (silicone) and used for prolapsed uterus (off label use). Concomitant medications were not reported. In 2010, the patient stated she became allergic to silicone that she clarified as painful hives that burst in her vagina, legs, arms, and chest. She also reported that since 2010 she has had ¿discomfort upon urination and bacterial infections¿ with other unk side effects. It was not reported if the patient continues to use the ortho all-flex arcing spring diaphragm (silicone). The patient outcome was not reported for bacterial infection, discomfort with urination, silicone allergy, painful hives and off label use. The patient did not want to share any further info for this report. The product was not available for eval and the lot number was not provided. This report was serious (device malfunction). This case, involving the same patient is linked to 2012-01067 and 2012-01071.

Manufacturer narrative:
The product was not available for eval and the lot number was not provided.